Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 11/20/2018. Device evaluation summary: it was reported that a 44-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prostheses. On (B)(6) 2018 right sided deflation was observed. Bilateral capsular contracture was also reported. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prostheses. On (B)(6) 2018 right sided deflation was observed. Bilateral capsular contracture was also reported. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.